Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (58 mg/dl). Customer stated they believe the pump basal rate is set too high. Tandem technical support recommended the customer speak to their health care professional about adjusting pump basal rates. Customer drank orange juice to bring bg levels back to target range.